Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during ear, nose, throat (ent) surgery. It was further reported that the console device displayed e6 error code on it about five times. As a result, there was a 15 minute delay in the surgical procedure. A spare device was available for use to complete the surgery successfully. There was patient involvement reported. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: with the observed damage during investigation, the additional reported condition of e6 error code was confirmed.

Event description:
It was reported that the gears on the motor device were making a grinding noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a failed thermistor, failed hand control, and a had a damaged safety cap cable. It was determined that the thermistor and hand control failed due to damage from corrosion which would highly likely caused the device to make a grinding noise. Therefore, the reported condition was confirmed. It was determined that the device showed signs of corrosion indicative of damage caused by immersion during cleaning which was failure to follow directions for use. It was determined that the safety cap cable was damaged from allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.